Manufacturer narrative:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report two events with higher than expected sodium results obtained from vitros performance verifiers (pv) using vitros chemistry products na+ slides on two different vitros 5,1 fs chemistry systems. The assignable cause of event 1 is an instrument issue related to the vitros 5,1 fs chemistry system (j1) specifically the electrolyte reference fluid (erf) subsystem. The condition code tf0-107 --- erf metering cam initialize-flag audit failure posted on the vitros 5,1 fs system on the day the event initially occurred, and quality control (qc) results were higher than expected. Historical qc results further indicated an issue with the performance of the instrument. An ortho field engineer (fe) performed service actions on the instrument that included replacing the timing belt and tip carrier, performing the erf maintenance, verifying dispensing, and verifying all the required adjustments. Following service actions, qc results were acceptable indicating that the performance of the vitros 5,1 fs chemistry system had been returned to expectations. The assignable cause of event 2 involving vitros 5,1 fs chemistry system (j2) is user error. The customer did not properly perform the daily erf maintenance on the instrument and obtained higher than expected qc results. After performing the erf maintenance on the instrument, a second time, the customer reprocessed qc and the results were within expectations.

Event description:
The investigation has determined that higher than expected sodium results were obtained from a vitros performance verifier (pv) using vitros chemistry products na+ slides lot 4226-1025-5334 a vitros 5,1 fs chemistry system(j1) and vitros na+ slides lot 4227-1026-5582 on an alternate vitros 5,1 fs chemistry system (j2). Event 1: vitros na+ lot 4226-1025-5334 on j1: vitros pv I lot f6662 results of 150.9, 154.8, 149.5, 151.4, 153.5, 154.0, 154.0 and 150.5 mmol/l vs the expected result of 116.0 mmol/l. Event 2: vitros na+ lot 4227-1026-5582 on j2: vitros pv I lot f6662 result of 149.8 mmol/l vs the expected result of 117.9 mmol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros na+ results were obtained from a quality control fluid and were not reported from the laboratory. No patient sample results were affected; however, it cannot be concluded that patient sample results would not be affected if the event were to recur undetected. Ortho has not been made aware of any allegation of patient harm as a result of these events. This report is number 1 of 2 MDR¿s for this event. Two (2) 3500a forms are being submitted for this event as 2 devices were involved. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).